Manufacturer narrative:
No device malfunction is suspected.

Event description:
Reporter indicated that the pt "has not done well with the implant and is back in the hospital for inpatient therapy". He reported the pt began "experiencing shooting pains in her jaw despite numerous adjustments to her dosing" and that she uses the magnet "frequently to keep the stimulation turned off because it causes her such discomfort". Reporter also indicataed that the patient was having neck pain since implantation with the vns therapy system. Programming changes were made and the patient's vns therapy settings were lowered. During follow-up with the patient, she stated she "is still having pain but it is tolerable". It is unknown what interventions were taken while the patient was in the hospital.